Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report# 3006705815-2018-01940. It was reported that during the scs trial procedure on (B)(6) 2018, the physician attempted to place the lead past the vertebral level t11, but when advancing the patient experienced pain in back and legs. At this time the physician decided to abandon the procedure. The pain resolved following the procedure.